Event description:
Dialysis catheter leaking from hub (not sure from which hub leaking) when doing second dialysis in two days after the first dialysis. Patient injury indicated, another catheter has been inserted. No other information provided.